Manufacturer narrative:
Patient identifier: the full number of digits did not fit in this section. The full patient identifier is (B)(6). (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely depressed wbc result of 0.009 10e3/ul on a patient specimen processed on cell-dyn sapphire. The operator missed the delta check flag and reported the wbc as <0.1 10e3/ul without rerunning the sample. The same patient sample run generated platelet results which were flagged with invalid data flags. A new sample was drawn and processed on another cell-dyn sapphire with wbc of 14.4 10e3/ul. Quality control and patient controls were all in range. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The evaluation included review of product history, product labeling, and consultation with the technical services and medical affairs departments. Based on the submitted data and information, the incident may have been caused by a pre-analytical issue, like a clot or a constriction in the wbc dilution cup. In addition, the data showed possible presence of plt clumps and blast cells, listed as interfering substances and conditions in product labeling, which may have contributed to the discrepant wbc results. The discrepant wbc result for one patient sample was deemed an isolated incident. A product issue was not identified for the cell-dyn sapphire analyzer.